Event description:
According to the reporter, after using the suture for an unknown bowel procedure, the patient experienced bowel leakage. Upon initial follow-up with the healthcare professional, it was confirmed that the patient had an ischemic colon but also "had several other health complications and he could not attribute any issues or events to suture."